Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that the controller screen is not responding to touch. Caller stated that the screen is on but when they try to press and hold to unlock, it doesn't advance to looking for device as it normally would. Caller stated they tried resetting the controller which did not resolve. Caller stated they tried pressing the stim on/off button and the controller would display the appropriate message but again would not respond to touch. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Caller reinserted the battery and confirmed green flashing light. Agent instructed caller to press and hold with one finger on the padlock and the screen did not respond. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt. Lot# serial# (B)(6). H3: analysis of the controller found replaced damaged front case. Screw holes stripped causing case separation. Cleaned charger connector. Excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.